Manufacturer narrative:
The system history shows that the laser was verified successfully prior the date of treatment. The logfile review shows no abnormalities that could have contributed to the reported event. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. No root cause has been identified. (B)(4).

Event description:
An optometrist reported that a patient presented with symptoms of being light sensitive in the right eye post photorefractive keratectomy (prk). The patient was noted to have inflammation. The topical steroid eye drop was increased and the patient was given an oral steroid. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received states that the patient's symptoms have resolved.